Event description:
The manufacturer received information alleging a patient became disconnected from a ventilator, the patient's blood oxygen level decreased and became unconscious. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm if any malfunction occurred. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a patient became disconnected from a ventilator, the patient's blood oxygen level decreased and became unconscious. The ventilator was returned to the manufacturer for evaluation, no malfunction of the device was observed. The device passed all testing. The manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event.